Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, (B)(4) on 12th february 2014. The history log for this device showed that the pad-pak was first installed on the 15th february 2014 and that it had performed to specification up to the 13th september 2015. The device was disassembled and the investigation found that a component within the pcb had failed this caused an increased current drain which resulted in the premature depletion of the installed pad-pak.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device beeping will not switch on.